Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe had no shield, and as a result, the consumer pricked themselves on the needle when reaching into the bag. The consumer noticed the needle had blood-like foreign matter on it beforehand, resulting in uncertainty if it had been used before. No further information was provided. Consumer reported needle did not have a shield on and poked himself with needle while reaching into the bag. Patient is concerned if the needle was poked before him. Noticed blood on the needle. Does not know if it was his blood or someone else.

Event description:
It was reported that the relion® insulin syringe had no shield, and as a result, the consumer pricked themselves on the needle when reaching into the bag. The consumer noticed the needle had blood-like foreign matter on it beforehand, resulting in uncertainty if it had been used before. No further information was provided. The following information was provided by the initial reporter: "consumer reported needle did not have a shield on and poked himself with needle while reaching into the bag. Patient is concerned if the needle was poked before him. Noticed blood on the needle. Does not know if it was his blood or someone else."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1333368. All inspections were performed per the applicable operations qc specification. There were three (3) notifications [(B)(6)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.